Manufacturer narrative:
The implant date of (B)(6) 1999 is an approximate date. Only the year is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy. The previous aus, which was twenty years old at the time of the procedure, was explanted and replaced with a new aus. No patient complications were reported in relation to this event. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.